Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had two infusion set which leaked at the site. The customer reported that he had high blood glucose levels of 33.2 mmol/l. Troubleshooting was declined. The customer's blood glucose level was 12.2 mmol/l at the time of call. The infusion sets were discarded. The insulin pump is not expected to return.